Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture unknown.

Event description:
Patient's spouse reported left side "pain", "asymmetry and capsular contracture baker grade unknown" and "presence of silicone in the ipsilateral supraclavicular region, to consider intracapsular rupture". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the photographs a broken device appears to be missing a device part it has brown particles in the gel and on the device surface.